Event description:
It was reported to a company representative by the patient¿s provider after routine follow-up for generator end-of-service that a vns patient was deceased. Additional relevant information has not been received to-date.